Event description:
Additional information. The device was replaced, and the patient recovered without sequela.

Event description:
It was reported that the patient's neurostimulator battery was depleted and the patient experienced a jolting sensation when changing programs. Device interrogation was performed on (B)(6) 2011, with good results. The therapy was suspended on (B)(6) 2011. There was no known related incident or accident reported. No information was provided related to the patient's outcome. Additional information was requested, but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).